Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of software error detected from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer took a bolus and the pump died. The customer stated that the alarm did not occur during the rewind/load reservoir/ fill tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump recognized the test reservoir. The test reservoir volume and matches the units left in the pump status screen. The insulin pump was programmed and monitored for three days with no unexpected display anomaly/black screen anomaly, unexpected reset or history anomaly noted. The insulin pump was returned for pump error 53. Formatted history file analysis confirmed pump error 53 due to software error. The insulin pump had scratched case and a pillowing keypad overlay.